Event description:
It was reported via repair work order that the brakes were not engaging due to damaged headend and footend brake crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.